Manufacturer narrative:
Sensor (B)(4) was returned and investigated. No damage was observed on the sensor patch and no issues were observed with adhesive. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely after less than a day of wear. As a result, the customer reportedly required unspecified third-party treatment, however, no additional information was provided. There was no report of death or permanent injury associated with this event.